Event description:
It was reported that the patient's device did not indicate elective replacement indicator (eri), but estimated longevity of one to eight months. Two weeks later, while on an airplane, the patient passed out and was admitted to the hospital. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).